Event description:
After the nurse placed the IV and connected the IV fluids, the nurse noticed that there was blood backing up in the tubing from the patient's piv. All connections were tight. The nurse then opened the roller clamp fully in order to flush the line. The nurse felt something wet on my scrubs. Upon further inspection of the tubing, it was noted that the IV fluid was squirting out from one of the valves on the IV tubing. The nurses in this area have had problems with this brand of tubing regarding loose connections and roller clamp stiffness.